Event description:
We have 50 channels with this model transmitter. Since day one we have been having problems with lost signals, eo1 errors, boxes getting hot. Philips did solve the eo1 error problem and replaced the ones getting hot but not the lost signal. They extended our warranty six months and that has now expired and we are still having the same problem. We had the philips engineer bring a spectrum analyzer to check for interference. No interference on that band was found. It has to be the design of the transmitter. Working with sales person to solve problem.